Event description:
On (B)(6) 2012, the patient underwent a permanent procedure. The lead accessory was opened, but not used. During the procedure, the patient was cut with a blade was bleeding would not cease after 20-25 minutes. As a result, the procedure was aborted. The patient is doing well at this time. The lead accessory was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.